Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was in the settings mode. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the morning on (B)(6) 2011 (time not specified). According to the csr's documentation, the patient manages his diabetes with unspecified dosages of metformin and novolog; however, the patient denied taking any action in response to the alleged meter issue and subsequently, the patient claimed, he felt clammy and did not feel well (specifying he felt as if he did not have enough sugar) 30 minutes later. The patient, however, denied receiving any medical intervention/ treatment after the alleged meter issue began. During troubleshooting, the csr noted that the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of hypoglycemia after the alleged meter issue began.